Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01502. It was reported one of patient's scs leads was exposed through the skin. Consequently, surgical intervention was taken and the lead implant site was cleaned out, the lead was placed deeper in the fascia. In addition, the patient did not have any symptoms or sign of infection.